Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pediatric cholecystectomy surgical procedure, the surgeon used the bk ultrasound, and after introducing the probe and starting to handle the ultrasound, the assistant surgeon noticed that the steel cable of the prograsp forceps had broken. The surgeon was able to complete the necessary visualization of the cavity, without needing to open another forceps for this function. Tthe prograsp forceps were opened exclusively for the use of the bk ultrasound, following the manufacturer's guidelines and standards, with no other type of use of the forceps during the surgical procedure, solely and exclusively to guide the probe into the cavity. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.